Manufacturer narrative:
The returned product was evaluated and performed as designed. The received device had the cannula assembly fully deployed. Inspection of the cannula confirmed it was not bent, kinked, or damaged. No issues were noted that would cause high blood glucose levels.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 32 mmol/l (576 mg/dl) while wearing the pod longer than 48 hours on the arm. The customer was playing on the trampoline when it was noticed that the cannula was bent. A new pod was applied at 8:00 pm along with an injection of 11 units of insulin to treat the hyperglycemia. The patient's blood glucose history is as follows: (B)(6).